Event description:
During a facial reconstruction with fibula free flap to midface procedure; surgeon had inserted a screw and then wanted to reposition the plate. While attempting to remove the screw it broke with the tip of the screw remaining in the patients bone. The remainder of the screw was retrieved and discarded. Plate was repositioned and procedure completed with no further problem, reportably, there was no harm to patient.

Manufacturer narrative:
Device used for treatment. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.